Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) did not have adequate flow. The pump screens were reading the revolutions per minute (rpms) as normal; the speed of the pumps was able to be adjusted and the pumps worked properly even though the flow could not be generated. The user facility suspected that the issue was caused by another manufacturer's plate/pump pack that was being used rather than the hlm, but still wanted to have the hlm checked. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The data logs were reviewed and there were no error events or anything unusual that indicated the hlm contributed to the issue. The fsr performed functional testing on the hlm, central control monitor (ccm), roller pumps and centrifugal pump which all passed testing successfully. It was concluded that the reported issue was likely caused by the circuit and not caused by the hlm. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2024, the team at the user facility experienced a problem during cardiopulmonary bypass (cpb) described as no adequate flow. The user swapped to a new machine and completed the case. This was most likely due to a high-pressure excursion event, but the user also identified another possibility, that it could be a problem with another manufacturer's adapter plate. The user had the heart lung machine (hlm) checked out to confirm proper function.